Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian american female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the patient noticed deflation and ptosis grade 3 on the right side and doctor confirmed on (B)(6) 2018 after implantation. It was stated that the patient is breast feeding and after she wean the baby and her milk dries up, she will be scheduled for removal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.